Manufacturer narrative:
Correction: the treatment tip and data log files returned for evaluation were determined not to be associated with the reported treatment. As a result, the previously reported d.4 (serial number) and h.4 (device manufacture date) were incorrect and should be considered unknown. The user facility confirmed that the associated treatment tip is not available for return. According to the thermage flx user manual, burns are a known possible side effect of thermage flx treatments. The procedure generates heat within the upper layers of the skin and may result in burns, blistering, scab formation, and, in rare cases, scarring. Application of topical steroid or antibiotic preparations may be beneficial. In the uncommon event that a burn leads to scarring, the scar is typically small and may respond well to laser removal. As the product information was not provided, the device history record could not be reviewed. Trend analysis, risk analysis, and review of the directions for use were considered acceptable, with the product performing within anticipated rates. Based on the information available, no causal factors can be determined, and no definitive conclusions can be drawn. No corrective action is required at this time.

Manufacturer narrative:
The data log has been returned and pending evaluation; the treatment tip has been requested to be returned for evaluation. The investigation is underway.

Event description:
A user facility reported a burn, blistering, and slight scarring of the left jawline after performance of a thermage flx facial treatment. Available pictures, which were undated and showed healing progression, were assessed by the solta medical reviewer. The first image shows a blister on the patient¿s jawline, localized to one side. A subsequent image demonstrates subsidence of the blister, with erythema and crust formation visible at the affected site. The final image depicts a residual small post-inflammatory hyperpigmented lesion at the area of the prior burn. A variation of secondary interventions was reported; the user facility alternated with polydeoxyribonucleotide injection (one day post treatment), triamcinolone acetonide injections (8- and 21-days post-treatment), yag (yttrium aluminum garnet) laser treatments (35- and 48-days post treatment), and pico toning treatment (75 days post treatment). As of five months post-treatment, the clinic reported that the blister has healed, and only a slight burn scar remains. No permanent damage or scarring is expected and that the patient is expected to fully recover within eight months post- treatment. The case was assessed as serious due to the treatments the patient received in an attempt to prevent permanent scarring, which is considered beyond the standard of care. The highest energy used was 2.5 mj, using the stamping method. This was the initial use of the treatment tip, which was inspected prior to use and about every 50 shots; no treatment tip abnormalities were observed. The treatment was reportedly completed at 600 shots; however, a tip too warm error message was displayed at the 32nd pulse and continued to display frequently. The user facility confirmed using solta cryogen and approximately 30ml of unscented solta coupling fluid to complete the treatment. It was reported that the patient wasn¿t given any pain medication nor placed under anesthesia to complete the treatment. Although it was reported that the patient has had a history of monopolar radiofrequency treatments, no other procedures (besides the one reported) were performed in the same area where symptoms were reported within ninety days of the treatment. The treatment tip was kept by the treating facility and has been requested to be returned for evaluation.